Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an inpact 018xl drug coated balloon was used during treatment of a plaque lesion in the left mid superficial femoral artery involving 90% stenosis, a 300mm lesion length, and a 5mm vessel diameter, with minimal tortuosity and minimal calcification. A 7fr non-medtronic (terumo destination) sheath and a 5mm spider fx embolic protection device/guidewire were used. The vessel was prepped with a hawkone ls atherectomy device. The vessel was pre-dilated using a 4x120 chocolate balloon after the atherectomy and before the inpaxt 018xl was used. No post-dilation was performed. The inpact 018xl balloon was inflated using a non-medtronic (merit medical) inflation device with 50/50 contrast. During balloon inflation, a balloon twist was observed, and a visible dog-bone/twist within the balloon in the vessel was reported. A rewrap tool was not used. The balloon was inflated twice, with the first inflation reaching 5atm and the twist reportedly releasing at 5atm, and the second inflation reaching 4atm with a twist again noted. The balloon was then safely removed from the patient. The physician did not use a replacement inpact 018xl balloon. No patient complications have been reported as a result of this event.